Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger/modem was not responding. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not responding) was confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to corrupted pca board programming. After reprogramming the pca board, the battery charger/modem was fully functional. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the corrupt programming. The pt was issued a replacement battery charger/modem.